Event description:
It was reported that, "when screwdriver was being used, the spring portion of the flexible tip screwdriver unwrapped."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.